Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). It was reported by the customer through the emergency support program esp that during use the cardiosave intra aortic balloon pump iabp had wrong inflation deflation timing. There was patient involvement but no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the balloon waveform looks like early inflation in the ratio of 1 is to 1 and early deflation in the ratio of 1 is to 2. Esp personnel reviewed images of the printed strip. It appeared that the balloon was staying inflated through the next trigger event. Another image of the monitor screen showed some whip present in the fo arterial waveform and an augmented diastolic pressure that was very close to both assisted and unassisted systolic pressures. The patient was also tachycardic in the 110s. Troubleshooting included flushing the iab with the pump in standby replacing the electrodes with proper placement and verifying placement on the last chest x ray. The flush made no changes the electrode replacement improved the augmentation by 7 points but the timing was unchanged. When reviewing the most recent chest x ray there was no mention of the iab placement. The customer was informed why a mispositioned iab can cause whip in the arterial waveform and how that can also affect timing. Esp personnel walked the callers through checking the timing using pressure trigger which also made no improvements to therapy outcomes. There was an attempt to find appropriate timing in semi auto mode using inflation and deflation marker adjustments but the patient became tachycardic. The esp personnel and customer opted to put the pump back into auto mode ECG trigger and wait for a new chest x ray. The radiologist impression read that the iab was located in the descending aorta but did not specify intercostal spaces. Esp personnel encouraged the customer to notify the attending to verify correct placement and review the plan of care with them for further intervention. No further information is known.

Event description:
It was reported by the customer through the emergency support program esp that during use the cardiosave intra aortic balloon pump iabp had wrong inflation deflation timing. There was patient involvement but no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer stated that the balloon waveform looks like early inflation in the ratio of 1 is to 1 and early deflation in the ratio of 1 is to 2. Esp personnel reviewed images of the printed strip. It appeared that the balloon was staying inflated through the next trigger event. Another image of the monitor screen showed some whip present in the fo arterial waveform and an augmented diastolic pressure that was very close to both assisted and unassisted systolic pressures. The patient was also tachycardic in the 110s. Troubleshooting included flushing the iab with the pump in standby replacing the electrodes with proper placement and verifying placement on the last chest x ray. The flush made no changes the electrode replacement improved the augmentation by 7 points but the timing was unchanged. When reviewing the most recent chest x ray there was no mention of the iab placement. The customer was informed why a mispositioned iab can cause whip in the arterial waveform and how that can also affect timing. Esp personnel walked the callers through checking the timing using pressure trigger which also made no improvements to therapy outcomes. There was an attempt to find appropriate timing in semi auto mode using inflation and deflation marker adjustments but the patient became tachycardic. The esp personnel and customer opted to put the pump back into auto mode ECG trigger and wait for a new chest x ray. The radiologist impression read that the iab was located in the descending aorta but did not specify intercostal spaces. Esp personnel encouraged the customer to notify the attending to verify correct placement and review the plan of care with them for further intervention. No further information is known.